Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient appeared to have a driveline disconnect but the patient could not recall it. Log files captured a single driveline disconnect on (B)(6) 2022. There did not appear to be any issues occurring during the time of the disconnect. There were no other unusual events recorded in the log files and the device operated as intended. It was noted that the patient is a poor historian and could not remember much about the event. No products will be returned. Related MFR # 2916596-2022-15393.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop due to a driveline disconnect. The submitted log file contained data from 13oct2022 to 23nov2022. A momentary pump stop event was captured on 21oct2022 at 02:54:07 pm last approximately 4 seconds due to the driveline being disconnected. The driveline was reconnected, pump remained above the low-speed limit, and appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11feb2016. The heartmate ii lvas instructions for use (IFU) is currently available. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. It is also explained that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. The section entitled "alarms and troubleshooting" outlines all system controller alarms, including pump stops, as well as how to respond to each alarm condition. The system monitor section outlines the low-speed alarm. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available and warns users that disconnecting the driveline from the system controller will cause the pump to stop. This handbook contains important warnings related to pump stops. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.